Event description:
Customer reported with an issue of "hard to get air during test." The issue found during maintenance. There is no patient involvement on this event. No user injury reported. Device return evaluation noted during initial inspection of the device, foreign debris was found protruding from the air/water nozzle. This report is being submitted for the foreign debris found protruding from the air/water nozzle.

Manufacturer narrative:
The subject device was received and evaluated. During initial inspection of the device, foreign debris was found protruding from the air/water nozzle. An unidentified blockage protruding from the outlet pipe, the blockage appears to be a white plastic like material. Furthermore, a full technical evaluation was completed in accordance with the original equipment manufacturer (OEM) specification. The following defects were identified in relation to the customer specified fault: outlet pipe condition test failed- blockage evident. Air channel, volume test failed, blockage evident. Water flow test failed,not to specification. Water removal test-failed- not to specification. Water channel-volume test-failed- blockage evident. Light cover glasses adhesive noted worn. Insertion tube delamination evident. Optical cover glass adhesive noted lifting. Light cover glasses adhesive worn. Technical evaluation has confirmed the customer specified fault ¿hard to get air during test¿ as blockage observed on the outlet pipe and air/water channel. Additionally, service repair noted the debris in the air / water nozzle is due to use handling. A major repair is required to return the instrument to the OEM specification. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. Olympus will continue to monitor field performance for this device.